Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 16.9 mmol/l (304.2 mg/dl). The pod was worn between 1 and 4 hours. It was noted that the cannula was not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated.